Event description:
A malfunction alarm occurred with a malfunction code, malf 3, and fault ID [3x02076] was available. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as it was still under warranty, instructing the customer to use multiple daily injections (mdi) as a backup therapy. The customer was guided on how to put the pump into storage mode and return it with a pre-paid label within 10 days, which they acknowledged and understood.